Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. Analysis identified an anomaly to the catheter/guide wire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacine (1500 mcg/ml at 4500 mcg/day) and dilaudid (2000 mcg/ml at 600 mcg/day) via an implantable infusion pump. It was reported that during implant the catheter was unable to be advanced to the desired location in the intrathecal space. When the catheter was withdrawn it was noticed that the tip of the catheter was no longer covered by a protective sheath. It was noted that the hcp believed that the patient may have an intrathecal mass not evident on x-ray. Once the catheter was withdrawn from the introducer and the damage was noted no actions were taken. The issue was resolved and the patient was alive with no injury; it was noted that the damaged catheter would be returned for analysis. No further complications have been reported as a result of this event.